Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, blade detachment occurred. The 80% stenosed lesion was located in the mildly tortuous approximately 5cm to 10cm from the left cephalic vein. The vessel diameter was about 8mm. The vascular access was obtained via cubital region with a 7fr 3cm non-bsc sheath. The distance between the sheath and the proximal lesion was about 5cm. A 0.018" non-bsc guide wire was advanced without issue at the subclavian and then the 6.00mm/2.0cm/50cm peripheral cutting balloon was crossed to the lesion. At first, the central stenosis was fully dilated at 4atms and then the distal end of the stenosis area was fully dilated at 4atms with the cutting balloon. The cutting balloon was removed from the patient and an 8.0x40mm mustang balloon catheter was used to post-dilate the lesion. After the procedure, it was noted that one of the blades of the cuttings balloon was detached. The physician thought that the blade detached because the blade came into contact with the stenosed lesion. Immediately, they confirmed the digital subtraction angiography (dsa) image that was taken during the procedure or angiography image and found an object like a blade was in the central lesion. It was about 18mm. A non-bsc snare was used in an attempt to retrieve the fragment, which was unsuccessful. The blade moved about 10cm distal from the central lesion. The same snare was used again in an attempt to retrieve the fragment, which was also unsuccessful. After that, the fragment was lost so a CT scan was performed at cubital region, subclavian, brachiocephalic artery, right atrium and pulmonary artery, but the fragment could not be found. The physician thought it is unlikely the fragment will cause patient complications. No further patient complications were reported and a follow up diagnosis has been scheduled in 3 months.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, blade detachment occurred. The 80% stenosed lesion was located in the mildly tortuous approximately 5 cm to 10 cm from the left cephalic vein. The vessel diameter was about 8 mm. The vascular access was obtained via cubital region with a 7fr 3 cm non-bsc sheath. The distance between the sheath and the proximal lesion was about 5 cm. A 0.018 non-bsc guide wire was advanced without issue at the subclavian and then the 6.00 mm/2.0 cm/50 cm peripheral cutting balloon was crossed to the lesion. At first, the central stenosis was fully dilated at 4 atms and then the distal end of the stenosis area was fully dilated at 4 atms with the cutting balloon. The cutting balloon was removed from the patient and an 8.0 x 40 mm mustang balloon catheter was used to post-dilate the lesion. After the procedure, it was noted that one of the blades of the cuttings balloon was detached. The physician thought that the blade detached because the blade came into contact with the stenosed lesion. Immediately, they confirmed the digital subtraction angiography (dsa) image that was taken during the procedure or angiography image and found an object like a blade was in the central lesion. It was about 18 mm. A non-bsc snare was used in an attempt to retrieve the fragment, which was unsuccessful. The blade moved about 10 cm distal from the central lesion. The same snare was used again in an attempt to retrieve the fragment, which was also unsuccessful. After that, the fragment was lost so a CT scan was performed at cubital region, subclavian, brachiocephalic artery, right atrium and pulmonary artery, but the fragment could not be found. The physician thought it is unlikely the fragment will cause patient complications. No further patient complications were reported and a follow up diagnosis has been scheduled in 3 months.

Manufacturer narrative:
Device evaluated by MFR: a microscopic examination confirmed that 1 of 4 blades was missing. The blade and pad had completely detached from the balloon. All remaining blades were present and fully bonded to the balloon surface. The balloon and tip were microscopically examined and no issues were noted. No kinks or damage were noted along the shaft of the device. The returned device was connected to an encore inflation unit. Positive pressure was applied. No leak was noted. The inflation device was subsequently verified at 10 atmospheres (atm) before and after use with a calibrated pressure gauge. The balloon was inflated to its rated burst pressure of 10 atm. The balloon inflated and deflated successfully. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).